Event description:
The customer stated that the paramedics were called to his home after waking up with a blood glucose reading of 566 mg/dl. The customer changed the entire infusion set, and when the paramedics arrived, his blood glucose levels had begun to descend. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime, displacement and self tests. The customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.